Event description:
Customer reported, the steering handle is loose. There is also a question on image quality as several images appear to be grainy.

Manufacturer narrative:
The service rep reattached the upper steering linkage and tightened loose set screw. System can now be steered as intended. He also verified system tracking and focus. System tracks in spec. Focus is in spec. He reviewed past week of images for blemishes or grainy images with none present. System functions as intended.